Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), photographs, videos, the event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is user-related, such as improper setup or connection of the tubing. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/14/2025, a distributor reported via (B)(4) that an ar-6480 dw arthroscopy pump experienced a pressure issue during a case with no adverse effects on the patient. 11/20/25: additional information was received on 11/20/25. Arthrex tubing was used, but the type is unknown. The event occurred on two separate occasions, once during a shoulder scope and a second time during a knee scope. The complaint pump was used to complete the procedure.